Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reports receiving two potential false negative results on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn used for these specific results not provided). On (B)(6) 2023, customer tested positive with the cue covid-19 test. Customer was exposed to her husband who tested positive for covid-19 with the cue covid-19 test and superlight antigen test on (B)(6) 2023. Although requested, customer did not respond to technical supports three attempts to obtain further information.